Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurate readings compared to a laboratory result. The patient obtained the reading of 107 mg/dl on the reported meter and a laboratory result of 87 mg/dl within 30 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 7/10/2014. Device evaluationthe lay user/patient¿s products have been returned on 6/13/2014 and evaluated by lifescan product analysis on 7/7/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/19/2014). The patient¿s test strips have been returned on 6/13/2014 and evaluated by lifescan product analysis on 11/7/2014 with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.